Event description:
The customer reported being hospitalized due to low blood glucose of 37mg/dl. The customer mentioned that he experienced high and low blood glucose, and he goes every week to his doctors to change the settings. Troubleshooting was performed, and the drive support cap appears to be normal. The reservoir was showing the same amount of insulin as shown on the status screen. The time, date, basals and bolus wizard were correct. Reviewed the bolus history and found no delivery alarms. The caller stated that the cannula was occluded. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.